Manufacturer narrative:
Correction: b6 should have mentioned that an x-ray was performed on (B)(6) 2025.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post sensed t wave oversensing and dislodgement via x-ray on the right ventricular (rv) lead. Via x-ray migration was noted on the implantable cardioverter defibrillator (ICD). X ray also showed that the atrial (ra) lead was also dislodged. Physician gave more slack to both rv and ra leads and ICD was moved to a sub pectoral position. The patient was in stable condition.